Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had problems with the controller and patient couldn¿t charge the internal device past a certain point. Patient stated controller was not charging past 80%. Patient started charging the controller at 60% and controller charged to 80%, but now after an hour and a half, controller battery was not getting past 80%. Patient added when patient charged ins to 60%, the screen would show excellent and recharging, but ins battery didn¿t go past 60%. It was noted the patient would unplug recharger and plug recharger back in, ins battery went to 70%. It was mentioned the controller screen would freeze up again, so patient had to unplug recharger and plugged back in, then ins battery showed 90%. Troubleshooting included removed and reinserted controller battery, patient had to remove battery pack and reinserted, but the controller screen continued to freeze, the issue wasn¿t resolved. It was noted the controller was not charging past 80%, and controller screen freezing as patient was charging ins. It was noted the recharger need attention. Additional information on july-17-2018 from patient stated that patient was sent a controller but had not resolved the issue. Patient stated it could take 1.5 to charge controller from 50% to 80%, then it would lose connection, then controller would say finished at 90%. It was noted the lithium battery wasn¿t charging to 100% after replacing the controller. Additional information from patient was received on july-24-2018. Patient had difficulty with recharging. It was mentioned while patient was charging ins, patient experienced recharging needs attention (screen 52), would resolve screen when would experience can¿t find device screen, so patient would remove li battery pack, re-inserted and finished charging ins. It was stated patient charged ins last night controller screen froze at 30%, saying finished, 60%, 70%, and 80% saying finished. Patient stated this morning when charging ins, controller again read cannot find device and check recharging system. Patient stated last night when patient was troubleshooting, trying to get equipment to work, patient set charging equipment on table away from patient, and controller still said charging ins although equipment was on table. It was mentioned the patient had a/c adaptor, li battery, and controller previously replaced, patient removed and re-inserted li battery pack. Patient would be sent a controller battery. It was noted the lithium battery was not charging to 100% after replacing. It was mentioned the patient experienced recharging needs attention (screen 52), and can¿t find device screen, controller screen froze at 30% saying finished, 60%, 70%, and 80% saying finished, it showed check recharging system, and controller said charging ins although equipment was on table. It was stated the battery charged to 80% and wouldn¿t charge any further. When charging implant would charge to 80% then drop down to 70% then went up to 90%. Additional information was received from patient on july-25-2018. It was stated the controller screen displayed a ¿system problem¿ message rm04. Patient had been getting error message on his controller no device found, reposition, lost connection and rm04. Troubleshooting included reset controller by removing and re-inserting the battery pack or batteries, patient couldn¿t troubleshoot due to lack of access to product. Additional information from representative (rep) was received on july-26--2018. Rep indicated patient had issues recharging over the past 2 weeks. She stated the manufacturer had sent him all new components. Patient texted rep error code rm04 that patient saw, and it was resolved with a reset, patient charged from 70 to 100% in 24 minutes with no error codes. Technical services asked patient the charge level of the controller, she stated that patient told her it was 70 to 100%, but she didn¿t know he started keeping it charged at a higher level. Patient had not been using the belt and rep showed him how to use the belt. Rep just call in to update. Additional information on july-27-2018 was received from patient. Patient stated he was still having the same recharger issue as previously reported. Additional information from patient was received on july-31-2018. It was reported the patient saw ¿charging needs attention¿ (screen 52). It was reviewed that patient needed to press screen to see what next that patient would see. Representative mentioned that patient had issues with charging which he just got a new recharger and controller recently. Additional information was received from patient on august-01-2018. Patient stated patient was not getting rm04 anymore, but patient had questions about the word ¿finished¿ when recharge was stopped at 70%. Technical reviewed that this was normal. Patient said he got message ¿looking for device and checking recharge¿, it was reviewed this is normal. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who reported the patient was seeing the "charging needs attention" screen 52. It was advised that patient needed to press screen to see what is next screen that patient would see. Manufacturer representative reported patient was having issues charging which they just got a new controller. On (B)(6) 2018 crts 3739965 (hcp) additional information was received from the health care provider who reported the patient was not getting rm04 anymore but had questions about the word "finished" when recharge is stopped at 70%. Patient was getting message "looking for device and checking recharging". It was reviewed that this was normal.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger; product ID: 97745, serial#: (B)(4), product type: programmer, patient; product ID: 97745bp, serial#: (B)(4), product type: accessory; product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97755, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that circumstances leading to the patient¿s difficulty recharging issue and the issue of the ins battery not going past the 60 percent screen even though the had excellent recharge quality was the patient stated they were sitting watching tv and charging their spinal cord stimulator (scs). After some time they checked and it was at 60 and it wouldn¿t go any further. The patient stated that they regretted ever having the scs implanted in their body. They stated of the 74 days since implant they had to charge daily and they had at most 5 to 6 days where it charged correctly without errors. When asked if the patient¿s issue of the ins not going past 60 percent and their recharge issues had been resolve they replied ¿that problem yes. They state they have had many errors and have given up on the technical support. They stated they had sent their rep pictures and details of every error without being resolved. It was reported that the patient weighed 300 pounds at the time of the event. Additional information was received from the rep on 2018-08-20, reporting that the patient was still having troubles with recharging. The rep sent images of the error messages the patient was getting which were unable to be viewed. The rep stated that all the patient¿s equipment had been replaced. On 2018-08-21 the rep sent the patient¿s diary notes and images. It was indicated that the agent would reconnect with the rep about the findings. The screen shots of the controller showed the following screens: ¿recharging needs attention, unlock and check status¿ ¿system problem rm04, cannot continue please call the manufacturer¿ ¿recharging ended, lost connection to implanted device. Restart recharging if necessary¿ the batteries screen 49 showing the programmer screen was at 80 percent and the ins had excellent recharge quality and was 60 percent charged. The patient¿s diary was for the patient¿s problems with recharging their ins. They indicated that every time they charged they were using the belt to hold the antenna with it being tight so it couldn¿t move and they were sitting very still the entire time every day while charging. The diary gathered information between the dates of 2018-07-30 and 2018-08-19, where they reported the issues and screens they ran into while working with their controller to charge their ins. As previously reported, they documented times where the controller stated ¿finished¿ when the ins recharge was only at 60 or 70 percent charged. However, they also documented that other times the ins would reach a 100 percent charge and the controller would not say ¿finished¿. Throughout their diary they also reported several error screens they ran into. The following were the screens that were seen: - position error: occurred when they restarted charging - device not found - recharging needs attention: occurred after they charged the ins to 100% - looking for device screen - no device found - cannot recharge device controller battery too low: screen occurred though controller was at 80% charged - terminate 100% it was reported that several times they would charge to 100 percent and then they got the ¿recharging needs attention¿ screen. It was reported that sometimes when it would hit 100 percent the controller would begin cycling between different screens. One time it was between the ¿recharging needs attention¿ screen and the ¿excellent 100 percent¿ screen, which they stated it did 5 to 6 times. They stated they hit the try again and it went back to charging 100 percent then cycled between the ¿poor recharge quality¿ and ¿100% excellent¿ three to 4 times. They stated they then finally got the ¿finished¿ message. They reported this same issue occurred on about six different days. Another day they reported it took them longer than normal to find their unit (2 to 3 minutes). On (B)(6) 2018, they stated they were changing from program c to a and the screen went to a ¿connect charger¿ screen and then they got a ¿system problem rm04¿ screen causing them to remove the battery from the controller and reinsert it since the unit froze. On (B)(6) 2018, the light on the recharger was blinking yellow and it wouldn¿t wake up from sleep. They hit the power button then stimulation on and the recharging was excellent, but went to the ¿recharger needs attention¿ screen right after that. On (B)(6) 2018, the patient stated they noticed that the green light was blinking yellow and it again would not wake up from sleep mode. They pressed the power button, hit stimulation on and they got the same results as on (B)(6) 2018. On 2018-08-22, additional information was received from the rep reporting that they had the ¿no device found¿ message on their controller. It was reported that the patient had called the rep two days ago (2018-08-20) to report that their system overheated during recharge and when they worked with the patient the controller was set to speed #3 for recharging so it was taking longer to recharge the ins. The rep called the patient and they changed the recharge speed to 4. When discussing their recharge technique with the rep the patient was not using the belt and was sitting back on the recharge antenna. The rep was also concerned about the patient¿s report that the patient¿s controller showed the ins was still charging for 30 minutes even though the recharger had been taken off the ins. The rep stated that the patient was getting good therapy for their pain and it was using low energy. The subsequent conversation was with the patient where they described various situations that they had previously captured in the diary they sent in. During the conversation with the patient the patient alluded to existing events in the diary including the controller showing the ¿recharging needs attention,¿ ¿no device found,¿ and ¿poor recharge quality¿. They stated these were occurring frequently when the patient was nearing 100 percent charge level of the ins. The patient also mentioned that the screen would change between one of the above messages and a screen that reflected the recharge quality. They stated again this was when the ins was near 100 percent charged. It was reviewed what ¿finished¿ means on the controller when a charge session has been intentionally ended by the patient or when it has ended because the ins had been fully charged. It was also reviewed that if the patient kept the screen lit when the ins was fully charged they may not see the ¿finished¿ message on the screen as it only would trigger this message when it was off. The patient also mentioned an issue changing between groups that occurred on august 5, 15, and 20th. On (B)(6) 2018, they indicated that there was ¿no device found¿ and then it showed the stimulation was off. On (B)(6) 2018, it showed a rm03 code after they connected the recharger to the controller. On (B)(6) 2018, they had the same thing occur that happened on (B)(6) 2018. It was reviewed the ¿terminate¿ message occurs when recharging, which the patient saw on (B)(6) 2018. The patient also mentioned having issues with the controller not waking up and the screen being unresponsive, but this was indicated to have already been reported. It was reviewed with the patient to leave the controller screen off when charging for the most effective charging. It was reviewed that they may encounter unexpected controller message screens when the ins becomes fully charged and this was an expected function of the controller. The patient was being seen tomorrow in the clinic for routine reprogramming. The patient remained frustrated by the controller and its function. They mentioned wanting to change out the system. They noted that pictures and videos that the patient referred to were not attainable by the agent. The only pictures the agent did get were some form july before the components were changed out. It was reported that the system overheated and charging speed getting changed to 3 instead of 4 occurred on (B)(6) 2018. The rm03 message was seen on (B)(6) 2018. The controller continuing to show that it was charging the ins even though the recharger was not near the ins and the patient experiencing the ¿terminate¿ message unexpectedly on the controller in (B)(6) 2018. The unexpected screens experienced on the controller when the ins was fully charged occurred in (B)(6) 2018. No further complications were reported/anticipated.